Manufacturer narrative:
The report of autoreducing was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00105. It was reported that the patient experienced high impedances at the leads and therapy was reducing by itself. As a result, surgical intervention occurred to explant the leads. The patient also experienced pain at the ipg site, documented in related manufacturer reference number: 3006705815-2020-00106.